Manufacturer narrative:
Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Two (2) catheters were provided with the return. There was powder residue on the catheter connections. The device was returned with the on/off switch mostly in the "on" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be mostly full. During handling prior to functional testing, a small amount of powder came out of the distal end of the device. When tested as returned, the device did not spray. When the red activation handle was removed, a lot of carbon dioxide remained in the cartridge. The lance position was measured using a tool and found to be positioned correctly. A visual examination of the lance inside the handle indicates it was beveled. However, the o-ring and lance appeared to be positioned incorrectly inside the regulator. The lance appeared displaced in the regulator and does not appear to be located as far down as normally press fit. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-CAPA design. Due to the displaced position of the lance in the regulator, the device was not retested with a new carbon dioxide cartridge. The device was disassembled and the tubes were disconnected for removal of the powder. An internal clog was found. Clumps of powder and a couple flakes of powder were observed in the tube between the powder chamber and on/off valve. A small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual of the cannula and hole in the bottom of the powder chamber showed it to be clear. The large cannula in the powder chamber was clogged with clumps of powder. The low pressure valve was disassembled and no powder was found inside. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. Once in position with the gastroscope, the catheter was inserted and flushed with air. Next, the hemospray was hooked up to the catheter and the powder was attempted to be deployed. No powder came out of the device. The second catheter was used. There was still no powder deploying from the device. A second hemospray was opened, worked fine, and hemostasis was achieved. A section of the device did not remain inside the patient. The patient did not require any additional procedures due to this occurrence. No adverse effects to the patient due to this occurrence were reported.